Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 70-80mg/dl fasting. Verified the strips expire 07/25/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 198mg/dl on (B)(6) 2015. No adverse event reported.